Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the screen of the monitor went blank at times during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the final investigation. Updated fields: d8; g3; h2; h6 and h11. Corrected field: e3. The device was not returned to olympus for inspection. However, it was confirmed from olympus inspection results and complaint information at the site. After troubleshooting, the reported failure was confirmed. It was recommended to only use this 8.5m cable if not using the pendants, going directly between the processor and the monitor. System appeared to be working fine with the shorter serial digital interface (sdi) cables. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.